Event description:
The manufacturer received a voluntary medwatch (mw5104811) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop cancer. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused throat cancer and nasal/throat irritation or soreness. There is no report of the medical intervention that the patient has received at this time. After the final attempt to have the device and components returned for evaluation, the customer stated that the device will not be returned. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this follow up report will be filed. Correction information was provided in section d10. Section h6 updated in this report.